Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was unable to insert the usb cable into the pump usb port. Subsequently, the pump was unable to be charged. The customer stated the pump appears to be "missing parts". The customer's blood glucose level was 126 (mg/dl). Reportedly the customer contacted a healthcare provider to obtain alternate insulin therapy.